Event description:
The report from the affiliate indicated that: a pt underwent elective treatment to a tortuous distal lad. Preprocedure stenosis was 57.5%. The type b2, de novo, 16mm lesion was concentric, ostial, moderately calcified, and tubular, with no clot. The site was predilated with a 2.5x15mm balloon at 8atm. A 3.0 x 18mm cypher stent was implanted at 10atm for 16-30 seconds. The site was not postdilated. Ivus was conducted. Postprocedure stenosis was 20.7%. Timi flow pre and post procedure was 3. Nine months later, the pt came back for follow-up angiography and in-stent restenosis (isr) was observed at the proximal edge of the implanted cypher. The pt was showing no symptoms. Two days later, a 3.0 x 28mm cypher stent was implanted to treat the restenosis. Two days post treatment the pt was discharged from the hosp.